Event description:
Per the clinic, the patient experienced a wound dehiscence and was treated with oral antibiotics for the course of 21 days (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was reported there was a plan to explant the patient due to a report of open circuit. Subsequently, the device was explanted and the patient was reimplanted with another cochlear device on (B)(6) 2025.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.